Manufacturer narrative:
The electrode belt was returned to the distributor and found to be fully functional. There is no indication of a device malfunction. The monitor has not yet been returned for evaluation. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 8 times and appropriately treated 2 times by the lifevest. Nsvt contributed to the false detections. The appropriate shocks converted vt to a life-sustaining rhythm of sinus rhythm at 90 bpm with pvc's. The patient's neurological status at the time of the treatment event is unknown. The response buttons were pressed earlier in the detection sequence before the first inappropriate shock but not immediately prior to shock delivery. The response buttons were also pressed after the first inappropriate shock was delivered. The response buttons functioned appropriately. No injuries were reported as a result of the event. The patient was in the hospital and ended use of the lifevest. No deficiencies were alleged against the device.